Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. Technical support provided guidance on how to reset the pump, and the caller was assisted through the process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session. There was no reported impact to the customer¿s blood glucose level.